Manufacturer narrative:
Date of event - estimated as approximately four years ago as the patient mentioned it has been four years with no issue. Implant date - estimated as approximately four years ago as the patient indicated that they had the implant for four years.

Event description:
It was reported that a cardiac perforation occurred. It was reported via social media that a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient's heart was perforated during the procedure. The patient was then airlifted to phoenix four days post procedure, and the patient was treated for this event.

Manufacturer narrative:
B3: date of event - estimated as approximately four years ago as the patient mentioned it has been four years with no issue. D6a: implant date - estimated as approximately four years ago as the patient indicated that they had the implant for four years.

Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient's heart was perforated during the procedure. The patient was then airlifted to phoenix four days post procedure, and the patient was treated for this event. It was further reported that the comment on social media was regarding the patient's non-boston scientific pacemaker, not a watchman device. There was no issue with the patient's watchman device.